Manufacturer narrative:
Philips service replaced the rotation and tilt potentiometers, performed calibration, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arc moved to an unusual position and the geometry was blocked during a procedure on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.